Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported by the patient that his malleable penile prosthesis device implanted approximately 20 years ago is no longer working. The patient is considering consulting a urologist.